Event description:
A nc sprinter rx device was being used to the treat a lesion in the lad. The lesion was 95% stenosed with slight calcification and tortuosity, length was 15mm. The device was inspected prior to use with no issues noted. Negative prep was performed no abnormalities noted. The lesion was pre-dilated twice (non mdt balloon) for 10 secs up to 12 <(>&<)> 16 atms. 70% stenosis remained after pre-dil. A non mdt stent was then implanted. The nc sprinter rx balloon dilation catheter was used for post dil. Resistance was encountered when the balloon entered the stent but force was not used. The distal portion of the stent was dilated to 10 atms and the proximal portion of the stent was dilated to 14atms. The physician decided to dilate a 2nd time as it felt the initial dilation was not good. The balloon was inflated to 16atm but when the pressure was 15atms contrast medium was seen leaking from the balloon. The balloon lost pressure rapidly. There were difficulties experienced during deflation of the balloon and removal of the device from the patient. The inflation device was used successfully with other devices. There was no evidence of foreign material in the contrast/saline solution. On removal of the device it was noticed that the proximal portion of the delivery system was broken. Procedure was not completed. Patient is reported to be good post procedure. Device evaluation: the balloon had been inflated. Hardened blood and contrast were present inside the balloon and inflation lumen. Visual inspection confirmed that the balloon bond material had been expanded and torn. The device failed negative prep. Pressure was applied to the device and liquid exited the balloon bond tear. Image review: the procedural images confirm the target lesion in the lad vessel. The vessel is pre-dilated and a stent is deployed. Post dilation is done with what appears to be the (B)(4) device. On the 2nd inflation a bubble of contrast is evident on the distal shaft in the approximate location of the balloon bond. The image with the contrast bubble and the next image with the leaking contrast are most likely where the distal shaft/balloon bond has expanded and subsequently burst.

Manufacturer narrative:
(B)(4). Results: deformation problem (catheter); related to operational context ¿ given the excessive damage on the device and the controls in place to detect this damage it appears that the issue is procedural related. Conclusion: operational context contributed to the event ¿ given the excessive damage on the device and the controls in place to detect this damage it appears that the issue is procedural related.